Manufacturer narrative:
H10: internal complaint reference: case-(B)(4). H3, h6: this complaint was opened by smith+nephew to document a patient complication reported that includes reference to the use of a smith+nephew product without evidence about a specific product problem. The reported complication relates to known inherent procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to confirm a relationship between the reported event and the device or identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that during catheter fixation, the insertion of a peripheral venous cannula (pvk) resulted in a grade 2-3 decubitus ulcer on the forearm of the patient using an iv3000 ported dressing. The plastic body of the pvk lied directly on the patient's skin. This means that moisture and pressure were directly applied to the skin area. It was usual to place a fleece pad underneath, which prevented a defect in the skin. However, this fleece pad was no longer included in the pvk plaster sets with transparent plaster material and was not available separately. This meant a risk for the patient. It is unknown how this adverse event was addressed. No further complications were reported.

Event description:
It was reported that during catheter fixation, the insertion of a peripheral venous cannula (pvk) resulted in a grade 2-3 decubitus ulcer on the forearm of the patient using an iv3000 ported dressing. The plastic body of the pvk lied directly on the patient's skin. This means that moisture and pressure were directly applied to the skin area. It was usual to place a fleece pad underneath, which prevented a defect in the skin. However, this fleece pad was no longer included in the pvk plaster sets with transparent plaster material and was not available separately. This meant a risk for the patient. This adverse event was addressed by secondary wound healing with jelonet and gentle border. No further complications were reported.

Manufacturer narrative:
B5, d1/d2a/d2b, d4/catalog number, UDI: updated.